Event description:
It was reported that upon retracting the pta balloon through the sheath after treatment in the sfa, the balloon separated from the catheter but did not detach completely. Reportedly, the balloon was able to be removed with the sheath and another pta balloon catheter was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The device history records are being reviewed. The sample has been returned, but has not been evaluated. The investigation is currently underway.